Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. Images provided demonstrating the product after use confirmed that the user experienced an expansion issue with the stent during deployment. On the image the stent brake which had been located under the stent was shifted in distal direction with break which indicated that during deployment the stent adhered to the stent brake leading to displacement and break upon catheter movement. Images demonstrating the placed stent inside the vessel could not confirm the alleged expansion issue. The investigation will be closed with confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 08/2022), g3. H11: h6 (method, result). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022). Device not returned.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly failed to expand. There was no reported patient injury.